Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It has been reported the pt felt a shocking sensation when she attempted to increase the system amplitude. The pt also reported, she has since been unable to initiate a communication with the ipg using her pt programmer. The pt is closely working with her physician to determine the next course of action.